Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Suspected false asystole episodes were observed with sharp non-physiological deflections at the end of the episode followed by a gradual return to baseline which is consistent with loss of contact.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had a sensing issue. The device detected 80 asystolies during a 24 hour period. The device is still in use.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.